Manufacturer narrative:
Other, other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "switches off after approximately 10 minutes." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned rad-97 was evaluated. The power button illuminated an amber led, and the device emitted an audible alarm. A loose ib/conb flex cable at the connectivity board was identified and caused the device to power on with a blank screen and an audible and visual alarm. In this condition, the blank display might be interpreted as the device powering off. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Correction to field e1. Initial reporter zip code. The initial reporter zip code was (B)(6).

Event description:
The customer reported the rad-97 "switches off after approximately 10 minutes." There was no patient impact or consequence reported.